Event description:
Info received indicates, while performing preventive maintenance, the technician found the ground reading was high.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.